Event description:
Hcp reported the pt had a pump replacement in 2004. There was no csf flow so the catheter was checked and found to be broken. The distal portion was then retained in the spine. The catheter was replaced. A follow up report will be sent when add'l info is obtained.